Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump has been alarming no delivery for a week. He changes his set and reservoir and issues still persists. Customer's blood glucose was unknown. Troubleshooting was performed. Fixed prime in the air was performed and insulin didn't exit. Customer then removed reservoir and infusion manually pushed insulin with a plunger and insulin did exit. Customer reconnected it to the device, manual prime was performed, and the device alarmed again. Customer was advised to use a new reservoir and infusion set and insulin did exit again. Customer was advised the insulin pump needed to be replaced and he agreed.

Manufacturer narrative:
The insulin pump no excessive no delivery alarm during our testing. The insulin pump passed prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.